Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for motor position encoder error. Customers stated that drive support cap appears normal. Customer's blood glucose was 150mg/dl. Customer advised to refer to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test or verify operating currents, sensor and motion sensor test failure alarm due to motor error alarms.